Event description:
Complainant alleged that while attempting to monitor a male pt via electrode pads, the device displayed a dotted baseline. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.